Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc found that the customer was running samples without covers on the conveyor. The customer corrected this and is now running samples with covers on their conveyors. The cause of the sample jumping off of the conveyer was due no covers on the instrument due to the user not having them on. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A customer reported that after a patient sample was de-capped, the sample jumped off the conveyor of an advia workcell and spilled serum on a technician. The sample spilled onto the technician's lab coat and pants. The technician changed their clothing and was not sent for testing due to the exposure. The sample that spilled was being tested for (B)(6) or (B)(6)). The patient had to be redrawn. There are no known reports of intervention or adverse health consequences due to exposure to the patient sample or to the delay.